Event description:
10/14/2015- additional information was received from a company representative indicated a flipped pump was confirmed and the tissue did not hold the sutures. At the patient's last refill, ultrasound was used to confirm that the pump was flipped. The pump was manually flipped back, but they were in surgery on (B)(6) 2015 to revise and place the pump in a mesh pouch. There were no reported symptoms. They were planning to remove all of the drug from the system and fill the device with morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving fentanyl (200 mcg/ml, 10 mcg/day) via an implantable infusion pump. Indications for use included non-malignant pain and failed back syndrome. It was reported that the patient was having issues with the pump therapy, later clarified as the pump was flipped in the pocket site, and had inadequate delivery of the intrathecal medication. The event date was reported as (B)(6) 2015. The patient was sent to a neurosurgeon for a dye study and revision.